Event description:
It was reported that a customer's touchscreen on their pump was broken, rendering it unreadable and responsive. There was no reported impact to the customer¿s blood glucose level. The customer is expected to return the malfunctioning pump, and a replacement pump with a new serial number has been arranged for them. Customer reverted to an alternate method of insulin therapy.